Event description:
The customer reported that the system would not produce fluoroscopic x-ray. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The service representative adjusted the camera power supply. The system was tested and found to be working as intended and put back in service.